Event description:
Complainant alleged that during biomed testing the device inappropriately displayed a "select 30j for test" message when attempting to charge entry energy above 30 joules. Complainant indicated that there was no patient involvement in the reported malfunction.